Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID :3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387-40, lot# j0537471v, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that the patient arrived for surgery with no implants claiming that all devices had been previously explanted due to infection. This was confirmed by a surgeon. No details ordates were available at the time of the report. Indication for use is unknown.

Manufacturer narrative:
This product was used for an off-label use. The indication was for mhy.

Event description:
Additional information received from the consumer reported that they didnt have parkinsons disease, but essential tremor from a stroke 12 years ago that gave them tremors in their right arm. It was noted that this was their 4th implant because the last 3 deep brain stimulation (dbs) implants gave them an infection so hopefully 4th times a charm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.